Manufacturer narrative:
The insulin pump was received with slightly loose drive support disk. The insulin pump was received with missing end cap sticker. The insulin pump was received with minor scratches on lcd window and broken belt clip slot.

Event description:
It was reported that the drive support cap on the insulin pump is loose. Device was not dropped or bumped. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.